Manufacturer narrative:
(B)(4). During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. An external and internal inspection were performed and no problems were found. A continuity test between the power entry module (pem) ground and the door post was performed and the resistance decreased when the pem/ground stud wire was agitated. The poorly seated pem/ground stud wire caused a poor connection between the pem ground and door post resulting in the ground bond failure. The cause for the rite failure of ground bond failure was determined to be a poorly seated pem/ground stud wire. The power module wiring harness was scrapped and the device was sent to service.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, indicating a high resistance value between the hc and the ground bond on the power supply. The rite test failure was found by service personnel during evaluation and no patient was involved.